Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 1885 mcg/ml fentanyl at 766 mcg/day, 4.3 mg/ml bupivacaine at 1.74 mg/day, and 2.5 mcg/ml prialt at 1.02 mcg/day via an implantable pump for non-malignant pain and arachnoiditis. It was reported that the pump went intoa motor stall on (B)(6) 2018. The patient heard an alarm and went to the emergency room. The patient was scheduled for a pump replacement on (B)(6) 2018. The issue was not resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the motor stall occurred on (B)(6) 2018. It was reported that the patient was currently in surgery having the pump replaced and had an intravenous drip for fentanyl. No further complication have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient regarding their implantable drug infusion device. The drugs being delivered according to a printout from (B)(6) 2019 were 940 mcg/ml fentanyl, 1.2 mcg/ml prialt (ziconotide), and 2.1 mg/ml bupivacaine, all with unknown doses. It was reported that in december, the ¿pump just quit and sent him into a tailspin.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train and wearing. If information is provided in the future, a supplemental report will be issued.